Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: left fallopian tube, perforation (fallopian tube(s))') and uterine haemorrhage ('abnormal bleeding in uterus') in a 44-year-old female patient who had essure (batch no. 12579427, b76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left fallopian tube was cloudy. Doctor had difficulty inserting essure device. Had to do a few attempts" on (B)(6) 2014. The patient's medical history included cystourethroscopy on (B)(6) 2015, knee arthroplasty in 2014, arthroscopy in 2009, hypertension, gerd, decreased appetite, myalgia, chills and sweaty. Concurrent conditions included procedural pain, menses irregular, chronic sinusitis, allergic rhinitis, knee pain, obesity, menstruation abnormal, arthritis, abdominal cramps, biopsy endometrium normal, irregular menstruation, spotting vaginal and menstruation abnormal. Family history included hypertension. Concomitant products included oral contraceptive nos from 1993 to 2014 for birth control as well as herbal extract nos;minerals nos;vitamins nos and progesterone. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia) / (heavy menstrual bleeding)"), migraine ("migraines / headaches. Not migraines- ocassional headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("pain/ left side fallopian tube pain") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ratlh and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine haemorrhage, menorrhagia and coital bleeding outcome was unknown and the vaginal haemorrhage, migraine, fatigue, dyspareunia, dysmenorrhoea, adnexa uteri pain and pelvic pain had resolved. The reporter considered adnexa uteri pain, coital bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2014, (B)(6) 2013 during insertion procedure ,5 coils were visible on the right and 2 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, abnormal uterine bleeding, dyspareunia, vaginal haemorrhage, menorrhagia batch no:12579427, production date : 2013-07-29, expiration date : 2016-02-28. Batch no : b76525, production date : 2013-09-30, expiration date: 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: left fallopian tube, perforation (fallopian tube(s))') and uterine haemorrhage ('abnormal bleeding in uterus') in a 44-year-old female patient who had essure (batch no. 12579427, b76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left fallopian tube was cloudy. Doctor had difficulty inserting essure device. Had to do a few attempts" on (B)(6)2014. The patient's medical history included cystourethroscopy on (B)(6)2015, knee arthroplasty in 2014, arthroscopy in 2009, hypertension, gerd, decreased appetite, myalgia, chills and sweaty. Concurrent conditions included procedural pain, menses irregular, chronic sinusitis, allergic rhinitis, knee pain, obesity, menstruation abnormal, arthritis, abdominal cramps, biopsy endometrium normal, irregular menstruation, spotting vaginal and menstruation abnormal. Family history included hypertension. Concomitant products included oral contraceptive nos from 1993 to 2014 for birth control as well as herbal extract nos;minerals nos;vitamins nos and progesterone. On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches. Not migraines- ocassional headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("pain/ left side fallopian tube pain") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, uterine haemorrhage, menorrhagia and coital bleeding outcome was unknown and the vaginal haemorrhage, migraine, fatigue, dyspareunia, dysmenorrhoea, adnexa uteri pain and pelvic pain had resolved. The reporter considered adnexa uteri pain, coital bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6)2014, (B)(6)2013 during insertion procedure ,5 coils were visible on the right and 2 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Pregnancy test urine - on (B)(6)2014: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, abnormal uterine bleeding, dyspareunia, vaginal haemorrhage, menorrhagia batch no:12579427 production date : 2013-07-29 expiration date : 2016-02-28 batch no : b76525 production date : 2013-09-30 expiration date: 2016-09-30 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: left fallopian tube, perforation (fallopian tube(s))') and uterine haemorrhage ('abnormal bleeding in uterus') in a (B)(6) female patient who had essure (batch no. 12579427, b76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left fallopian tube was cloudy. Doctor had difficulty inserting essure device. Had to do a few attempts" on (B)(6) 2014. The patient's medical history included cystourethroscopy on (B)(6) 2015, knee arthroplasty in 2014, arthroscopy in 2009, hypertension, gerd, decreased appetite, myalgia, chills and sweaty. Concurrent conditions included procedural pain, menses irregular, chronic sinusitis, allergic rhinitis, knee pain, obesity, menstruation abnormal, arthritis, abdominal cramps, biopsy endometrium normal, irregular menstruation, spotting vaginal and menstruation abnormal. Family history included hypertension. Concomitant products included oral contraceptive nos from 1993 to 2014 for birth control as well as herbal extract nos;minerals nos;vitamins nos and progesterone. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches. Not migraines- occasional headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("pain/ left side fallopian tube pain") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ratlh and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine haemorrhage, menorrhagia and coital bleeding outcome was unknown and the vaginal haemorrhage, migraine, fatigue, dyspareunia, dysmenorrhoea, adnexa uteri pain and pelvic pain had resolved. The reporter considered adnexa uteri pain, coital bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2014, (B)(6) 2013. During insertion procedure ,5 coils were visible on the right and 2 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, abnormal uterine bleeding, dyspareunia, vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received- the previously reported event¿ injury¿ was replaced by ¿migration of essure device location of device: left fallopian tube, perforation (fallopian tube(s))¿, events- ¿ abnormal bleeding in uterus, abnormal bleeding (vaginal)/ abnormal vaginal bleeding, abnormal bleeding (menorrhagia), migraines / headaches, fatigue, dyspareunia (painful sexual intercourse)/ painful intercourse, dysmenorrhea (cramping), pain/ left side fallopian tube pain, bleeding during intercourse, pelvic pain, the left fallopian tube was cloudy. Doctor had difficulty inserting essure device, had to do a few attempts¿, medical history, family history, concomitant drugs, lot number and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.